Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the lead migrated and was causing more discomfort than relief. During the explant procedure, the physician observed that the lead was already cut. The physician added that the patient may have had a previous surgery where the paddle lead was cut. The ipg and what was left of the lead was removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 15990167